Event description:
The device was sent to stryker instruments for preventive maintenance. During functional testing by a service technician at the manufacturer facility, it was found that the irrigation was intermittent, which can cause the system to heat up. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.